Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a leak. The leak was due to a broken distal luer post, however, the root cause was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Event description:
Baxter (B)(4) received a report of an intermate that leaked from an unknown location. The leak was found when unpacking the product, before patient therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.